Event description:
During an explant of the device due to normal elective replacement indicator (eri) it was noted the header became detached from the device. The patient was stable.

Manufacturer narrative:
The device was returned due to broken device header. The device was unable to establish telemetry upon receipt. Session records indicated battery voltage reached end of life (eol) due to normal usage. Visual inspection found the header broken off from device can which is consistent with damage from explant procedure. As a result of this finding, abbott is continuing to monitor this issue. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.